Manufacturer narrative:
H3) the software investigation found that there was no software issue. Software was functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version:4.2.1 , medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was making a grinding noise and having difficulty opening after being ran into a table. There was no patient involvement.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and arrived on site and recreated issue. During in-depth investigation they found sediment that was on the v-groove roller rial. They also found that the dingus was misaligned causing a loud griding noise. The dingus was only slightly misaligned which caused this noise and further investigation reveled a chip/mark on the rotor spacer which indicated the system struck something on it way down to close the doors. This chip/mark did not interfere with the systems operations; however, it was enough of an impact to misalign the nominal gap between dingus the rotor spacer. They adjusted the dingus per medtronic documentation, cleaned the rails and performed all necessary calibrations as well as a full system checkout. System was fully functional and returned to the customer for clinical workflow. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, product ID: bi71000105, (quantity: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.